Manufacturer narrative:
(B)(4). A actual sample was returned and evaluated. A visual inspection was performed and revealed that the blue handle was missing. The root cause of the reported non-conformance may be attributed to an operator error during the manual assembly process of the involved set. This has resulted in the omission of the missing components during production. An immediate action has already been taken and this product code will be 100% visually inspected to check for any missing components before packing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) a 3 ltr oxygen barrier 6 way in which the "blue handle" was missing. It is unknown when the condition occurred. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.